Manufacturer narrative:
(B)(4). Evaluation, (B)(4) other: erratic beta-human (B)(4) surface antigen results. (B)(4) other: vortexer & wash zone diverter the field service engineer (fse) performed the monthly planned maintenance and checked the system performance. He replaced the vortexer and wash zone diverter, along with performing all system verifications. He ran several tests and did not receive any discrepant results. Review of the (B)(6) 2010 metric report identified no adverse trends in conjunction with the complaint issue currently under evaluation. After the component replacement of the vortexer and wash zone diverter, the complaint issue has not been observed since. Based on the available information, no product deficiency was found.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used with the y port adapter for administering nutrition. According to the complainant, during feeding, the feeding apparatus kept slipping off of the y adapter. The case was completed with another manufacturer's y port adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
The account stated that the architect i2000sr analyzer has generated elevated b-hcg results on a patient sample. The initial result was reactive at s/co 16000, the retest result was non-reactive s/co <1.20. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Correction: in the initial MDR the units of measurement for the b-hcg results were s/co which is incorrect. The correct unit of measurement for the b-hcg is miu/ml. Evaluation codes: erratic beta-human chorionic gonadotropin and (B)(6) surface antigen results. Vortexer & wash zone diverter. The field service engineer (fse) performed the monthly planned maintenance and checked the system performance. He replaced the vortexer and wash zone diverter, along with performing all system verifications. He ran several tests and did not receive any discrepant results. Review of the january 2010 metric report identified no adverse trends in conjunction with the complaint issue currently under evaluation. After the component replacement of the vortexer and wash zone diverter, the complaint issue has not been observed since. Based on the available information, no product deficiency was found.